Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers failed due to the faulty drawer and module controller boards. A field service engineer replaced the drawer and module controller boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system encountered an issue where the drawers were not detected on the bus. The customer had tried to recover the drawers by rebooting the station but the issue persists. This incident resulted in a delay in patient care and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.